Event description:
As reported by the user facility: the customer states that the needle tip broke off inside the pt on (B)(6) 2012. A follow up on the position of the needle was done on (B)(6) 2012 and the needle tip is 8mm and present in the lateral position in the epidural space. At this time no other medical treatment has been done. They will continue to monitor pt. (B)(4), unk lot number.

Manufacturer narrative:
(B)(4). No adverse trends of the nature were identified during the complaint review process. The investigation is ongoing at this time. A follow up report will be provided after the inspection results are available.